Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device change out due to a variable r-wave sensing that had been noted prior. The device was explanted and replaced successfully. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Bench testing was performed, which includes impedance, sensing, pacing, and high voltage output tests and the device was normal.